Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to be in poor condition, with a cracked enclosure under the drain fitting. The sn label was taped on old style components were noted (pcb, drain elbow fitting). Device reservoir tank was filled, a disposable installed, and subsequesntly powered on. The custeomer reported complaint was confirmed as a leak did occur at the bottom of the enclosure by the drain elbow fitting. The problem source to the crack on the enclosure is unable to be determined.

Event description:
Information was received that a smiths medical fluid warmer had an internal leak.